Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with surgical abrasion in both eyes. A description from the account mentions that right eye has loose epithelium and the left eye has a full abrasion. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of pain and blurry vision in both eyes left eye more than in right eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -2.75 x -.50 x 145; left eye pre-op 20/20 -2.50 x -.75 x 30. Bcva from (B)(6) 2017: right eye post-op 20/40; left eye post-op 20/counting fingers.